Manufacturer narrative:
(B)(4). A sample was returned for evaluation. The sample was visually checked and the defect of a missing roller clamp was confirmed. Functional tests were not needed. The malfunction was confirmed. An exact root cause is unknown. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) a pvc- free administration set in which a roller clamp was missing. There was no patient involvement, injury, medical intervention, or adverse event related to this report. No additional information is available.